Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's blood glucose was 383 mg/dl. The customer stated their blood glucose was high because they did not receive their breakfast bolus. Troubleshooting found insulin was not able to exit with a plunger push and there was greater than normal resistance. Customer was advised the alarm was caused by an infusion set/reservoir connection. The customer also stated they had tried all remedies for the no delivery alarm. Customer was advised to monitor their insulin pump. No additional information provided.